Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens exchange two weeks following the initial implant. The site reported post operative hyperopia due to retinal detachment repair changing the effective lens placement. Additional information is requested.